Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. Additional information was received that the patient was doing well postoperatively and the ipg was not returned as it was discarded by the medical facility.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted.